Event description:
Date of implant: 2006. It was reported that patient underwent a surgical procedure for placement of construct to "help the patient breathe better and require no surgical corrections in the future." Patient did undergo a revision surgery 4 months post-op to correct the construct. No patient complications reported.

Manufacturer narrative:
Device has been explanted and returned. A visual macroscopic examination was performed by a product engineer that revealed that the rod appears broke/fractured at lower part of the construct. Domino connectors were returned and appear to have met original specifications. No irregularities are seen in implants that were returned for evaluation. Xrays revealed the rod detached from the connector on the right side possibly due to excessive load or decreased tightening of the implant.